Event description:
In (B)(6) 2010, the patient was implanted with the gore excluder aaa endoprosthesis in a 20 mm aorta. On (B)(6), 2010, it was reported to gore that the ipsilateral limb of the trunk-ipsilateral component was occluded due to the limb being compressed by radial force of the overlap between the contralateral leg component and the trunk-ipsilateral leg component which was fixed with an express boston 37mm x 10mm stent. The patient is reported to be doing well.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.